Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialyzer and the machine alarmed. Blood pump immediately stopped, blood was not returned and system discarded. Treatment re-started on new machine without any further incident. Estimated blood loss of was 200cc's. Patient had no adverse effects and did not require any medical intervention. Sample is not available.